Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported his device began emitting beeping tones after ~47 months of implant time.